Event description:
The customer reported the battery only lasted 5 mins.

Manufacturer narrative:
(B)(4): the customer reported the battery only lasted 5 mins. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.